Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. It was stated that the insulin pump was neither pressed against body nor exposed to moisture. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. Pump had intermittent button response due to corroded keypad trace. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and stained end cap sticker.